Event description:
A resolute integrity drug eluting stent was being used to treat a spontaneous dissection in the first marginal. The device was removed from the packaging per IFU and device inspected prior to use with no issues noted. Negative prep was performed, with no issues noted. During an attempt to deploy the stent, it is reported that the balloon burst on the first inflation. The balloon was only partially inflated up to 3 atms. Air embolism occurred leading to slow-flow in the lad and lcx. The patient also experienced pain. A nitro injection, dormicum and oxygen were used to treat the patient. Flow returned to normal after 2 minutes. There were no additional clinical sequelae reported.

Manufacturer narrative:
Evaluation: deformation problem (catheter). Related to operational context (device inspected and negative prepped performed prior to use with no issues noted. It appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related).

Manufacturer narrative:
(B)(4). Results: root cause of event undetermined - evaluation in progress. Conclusions: evaluation in progress, root cause undetermined - evaluation in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is confirmed that the stent was successfully deployed in the patient. Device evaluation: the stent was not returned with the device. The balloon had been partially inflated. The device failed negative prep. Pressure was a pplied to the device and liquid was seen exiting the distal shaft. Two longitudinal tears were present on the distal shaft proximal to the balloon bond. Both tears were approximately 1mm in length. The inner shaft was damaged in the same two locations as the outer shaft damage. The inner shaft was torn through on one of the damaged locations. The damaged inner material was protruding outwards in a longitudinal direction.